Event description:
A customer reported that during the creation of a corneal flap for lasik, the vacuum was lost twice, once before the start of the laser cut, and once after the laser cut had been started. The surgery was aborted. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).